Manufacturer narrative:
(B)(4). Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that a male patient was positioned feet first, on the left side (decubitus) and scanned with the synergy body coil for a pelvis examination on an achieva 1.5t mr system. After the examination, a second degree burn on the outside of the right lower leg of 8cm x 10cm was observed.